Event description:
It was reported that they were controlling a patient at 37c on arctic sun device s/n: (B)(4). They started continuous veno-venous and the patient¿s temperature dropped to 35c . The trend indicator was going doing. They added the warmer to the continuous veno-venous at 8pm and now the patient was warming faster than the set rate of 0.1c/hr. The patient got to 36.2c so they changed machines about 30 minutes ago. Now the patient was on s/n: (B)(4). The patient temperature was on 36.2c, target temperature was on 37c . The water temperature was 18.9c, flow rate was 2.7lpm. The trend was neutral. Nurse was not sure if the patient was generating heat. Also, the programmed rewarm rate changed from 0.1c/hr to 0.5c/hr on its own on the new device. Nurse confirmed s/n: (B)(4) had the new software where nurse was able to set a rewarm rate in normothermia. Nurse was not sure what temperature the water was when they removed the device. Mss explained that the data could be downloaded so we could see minute by minute what happened during the therapy. Also explained that the device may have not had enough time to adjust to the addition of the heat from the continuous veno-venous warmer. Currently patient was on s/n:(B)(4) appeared to be functioning properly. Mss explained to nurse that the rewarm rate could not change on its own.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were controlling a patient at 37c on arctic sun device s/n (B)(6). They started continuous veno-venous and the patient¿s temperature dropped to 35c . The trend indicator was going doing. They added the warmer to the continuous veno-venous at 8pm and now the patient was warming faster than the set rate of 0.1c/hr. The patient got to 36.2c so they changed machines about 30 minutes ago. Now the patient was on s/n dyauy068. The patient temperature was on 36.2c, target temperature was on 37c . The water temperature was 18.9c, flow rate was 2.7lpm. The trend was neutral. Nurse was not sure if the patient was generating heat. Also, the programmed rewarm rate changed from 0.1c/hr to 0.5c/hr on its own on the new device. Nurse confirmed s/n 2343 had the new software where nurse was able to set a rewarm rate in normothermia. Nurse was not sure what temperature the water was when they removed the device. Mss explained that the data could be downloaded so we could see minute by minute what happened during the therapy. Also explained that the device may have not had enough time to adjust to the addition of the heat from the continuous veno-venous warmer. Currently patient was on s/n dyauy068 appeared to be functioning properly. Mss explained to nurse that the rewarm rate could not change on its own. Per follow up information received via phone on 25aug2022, nurse stated that there was no patient injury. Patient was able to complete the therapy on device. Also stated that there was nothing found to be wrong with the device and worked fine and believed it was patient¿s condition that was causing the issues but could not confirm.

Manufacturer narrative:
Per follow-up information received, bd has determined this event is not reportable. The device was not returned.